Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 150 mg/dl, 195 mg/dl, 294 mg/dl, 300 mg/dl, 409 mg/dl, 245 mg/dl, and 175 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.